Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain'), genital haemorrhage ('genital abnormal bleedding') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems- bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and hernia ("hernia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), burned off and removal of cyst). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia had resolved and the autoimmune thyroiditis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, endometriosis, ovarian cyst and hernia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hernia, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for bleeding- menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), gen. Abnormal bleeding, autoimmune diagnosed: hashimoto disease,bladder/urinary problems: bladder probs., urinary probs., vaginal discharge, other injuries/symptoms: fatigue, gi conditions, hair loss, dental probs., hormonal changes, migraines, headaches,nausea, weight gain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event "ovarian cyst, hernia and endometriosis" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain'), genital haemorrhage ('genital abnormal bleeding') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems- bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and metrorrhagia had resolved and the autoimmune thyroiditis, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for bleeding- menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal bleeding, autoimmune diagnosed: hashimoto disease,bladder/urinary problems: bladder probs., urinary probs., vaginal discharge, other injuries/symptoms: fatigue, gi conditions, hair loss, dental probs., hormonal changes, migraines, headaches,nausea, weight gain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia,pelvic/abdominal pain, back pain, bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleeding, autoimmune diagnosed: hashimoto disease, bladder/urinary problems: bladder probs., urinary probs., vaginal. Discharge, other injuries/symptoms: fatigue, gi conditions, hair loss, dental probs., hormonal changes, migraines, headaches,nausea, weight gain. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.